Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") in a 38-year-old female patient who had essure (batch no. B82481) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: hydromorphone, codeine and sulfonamide. Past adverse reactions to the above products included pruritus with hydromorphone; rash with sulfonamide; and swelling with codeine. Concomitant products included bupropion (wellbutrin), ondansetron, paracetamol (acetaminophen) and sertraline (zoloft). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device expulsion ("migration of essure device location of device: mid endometrium"). On (B)(6) 2015, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction allergic") and allergy to metals ("nickel allergy"). On (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced abscess ("abscess"), dyspareunia ("dyspareunia"), menstrual disorder ("menstruation issues") and mood swings ("mood swings"). At the time of the report, the pelvic pain, abscess, dyspareunia, menstrual disorder, mood swings, hypersensitivity, device expulsion, allergy to metals, depression and anxiety outcome was unknown. The reporter considered abscess, allergy to metals, anxiety, depression, device expulsion, dyspareunia, hypersensitivity, menstrual disorder, mood swings and pelvic pain to be related to essure. The reporter commented: there were 4 coils noted on the left and 7 coils noted on the right initially, but then the device rotated out to 11 coils. Plaintiff underwent treatment due to complications from the essure device. It was reported in the pfs that plaintiff is planning essure removal. (B)(6) 2014: hsg results: total bilateral occlusion. The provider told about the results right not totally occluded, left occluded. Date: (B)(6) 2014 (per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded on (B)(6) 2014, hysterosalpingogram revealed impression:1. Approximately one-third of the right essure device is positioned in the proximal right fallopian tube; the remaining length of the device is in the uterine cavity. Small amount of radiographic contrast. Can be seen in the right fallopian tube distal to the right essure device suggesting that the right tube not orally occluded. No spillage into the peritoneal cavity was noted. 2. The left fallopian tube appears to be occluded. No abnormal filling defects in the uterine cavity. On (B)(6) 2014, findings revealed that there were no sign of radiographic contrast. Within either fallopian hilled. There was no spillage of contrast into the pelvic peritoneal cavity2. The right sided essure occlusion device now appears to lie in the lateral aspect of the uterine cavity. On (B)(6) 2016, maxillofacial CT scan showed cellulitis without definite abscess around the right periorbital area. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2018: pfs received. Reporter information were updated. Concomitant drugs were added. Events: anxiety and depression were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") in a 38-year-old female patient who had essure (batch no. B82481) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: hydromorphone, codeine and sulfonamide. Past adverse reactions to the above products included pruritus with hydromorphone; rash with sulfonamide; and swelling with codeine. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device expulsion ("migration of essure device location of device: mid endometrium"). On (B)(6) 2015, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction allergic") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced abscess ("abscess"), dyspareunia ("dyspareunia"), menstrual disorder ("menstruation issues"), mood swings ("mood swings"), depression ("depression") and anxiety ("mental anguish"). Essure treatment was not changed. At the time of the report, the pelvic pain, abscess, dyspareunia, menstrual disorder, mood swings, hypersensitivity, device expulsion, allergy to metals, depression and anxiety outcome was unknown. The reporter considered abscess, allergy to metals, anxiety, depression, device expulsion, dyspareunia, hypersensitivity, menstrual disorder, mood swings and pelvic pain to be related to essure. The reporter commented: there were 4 coils noted on the left and 7 coils noted on the right initially, but then the device rotated out to 11 coils. Plaintiff underwent treatment due to complications from the essure device. It was reported in the pfs that plaintiff is planning essure removal. (B)(6) 2014: hsg results: total bilateral occlusion. The provider told about the results right not totally occluded, left occluded. Date: (B)(6) 2014 (per pfs) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2014: essure device was successfully occluded on (B)(6) 2014, hysterosalpingogram revealed impression:1. Approximately one-third of the right essure device is positioned in the proximal right fallopian tube; the remaining length of the device is in the uterine cavity. Small amount of radiographic contrast. Can be seen in the right fallopian tube distal to the right essure device suggesting that the right tube not orally occluded. No spillage into the peritoneal cavity was noted. The left fallopian tube appears to be occluded. No abnormal filling defects in the uterine cavity. On (B)(6) 2014, findings revealed that there were no sign of radiographic contrast. Within either fallopian healed. There was no spillage of contrast into the pelvic peritoneal cavity2. The right sided essure occlusion device now appears to lie in the lateral aspect of the uterine cavity. On (B)(6) 2016, maxillofacial CT scan showed cellulitis without definite abscess around the right periorbital area. Most recent follow-up information incorporated above includes: on 23-jul-2018: plaintiff fact sheet received: depression and mental anguish events was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") in a 38-year-old female patient who had essure (batch no. B82481) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: hydromorphone, codeine and sulfonamide. Past adverse reactions to the above products included pruritus with hydromorphone; rash with sulfonamide; and swelling with codeine. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device expulsion ("migration of essure device location of device: mid endometrium"). On (B)(6) 2015, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction allergic") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced abscess ("abscess"), dyspareunia ("dyspareunia"), menstrual disorder ("menstruation issues"), mood swings ("mood swings"), depression ("depression") and anxiety ("mental anguish"). Essure treatment was not changed. At the time of the report, the pelvic pain, abscess, dyspareunia, menstrual disorder, mood swings, hypersensitivity, device expulsion, allergy to metals, depression and anxiety outcome was unknown. The reporter considered abscess, allergy to metals, anxiety, depression, device expulsion, dyspareunia, hypersensitivity, menstrual disorder, mood swings and pelvic pain to be related to essure. The reporter commented: there were 4 coils noted on the left and 7 coils noted on the right initially, but then the device rotated out to 11 coils. Plantiff underwent treatment due to complications from the essure device. It was reported in the pfs that plaintiff is planning essure removal. (B)(6) 2014: hsg results: total bilateral occlusion. The provider told about the results right not totally occluded, left occluded. Date: (B)(6) 2014 (per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded on (B)(6) 2014, hysterosalpingogram revaled impression:1. Approximately one-third of the right essure device is positioned in the proximal right fallopian tube; the remaining length of the device is in the uterine cavity. Small amount of radiographic contrast. Can be seen in the right fallopian tube distal to the right essure device suggesting that the right tube not orally occluded. No spillage into the peritoneal cavity was noted. 2. The left fallopian tube appears to be occluded. No abnormal filling defects in the uterine cavity. On (B)(6) 2014, findings revealed that there were no sign of radiographic contrast. Within either fallopian hilled. There was no spillage of contrast into the pelvic peritoneal cavity2.the right sided essure occlusion device now appears to lie in the lateral aspect of the uterine cavity. On (B)(6) 2016, maxillofacial CT scan showed cellulitis without definite abscess around the right periorbital area. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain') and device dislocation ('migration') in a 38-year-old female patient who had essure (batch no. B82481) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: hydromorphone, codeine and sulfonamide. Past adverse reactions to the above products included pruritus with hydromorphone; rash with sulfonamide; and swelling with codeine. Concomitant products included bupropion hydrochloride (wellbutrin), ondansetron, paracetamol (acetaminophen) and sertraline hydrochloride (zoloft). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device expulsion ("migration of essure device location of device: mid endometrium"). On (B)(6) 2015, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction allergic") and allergy to metals ("nickel allergy"). On (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abscess ("abscess"), dyspareunia ("dyspareunia"), menstrual disorder ("menstruation issues") and mood swings ("mood swings"). The patient was treated with surgery (underwent treatment due to complications from the essure device) and underwent treatment due to complications from the essure device. At the time of the report, the pelvic pain, device dislocation, abscess, dyspareunia, menstrual disorder, mood swings, hypersensitivity, device expulsion, allergy to metals, depression and anxiety outcome was unknown. The reporter considered abscess, allergy to metals, anxiety, depression, device dislocation, device expulsion, dyspareunia, hypersensitivity, menstrual disorder, mood swings and pelvic pain to be related to essure. The reporter commented: there were 4 coils noted on the left and 7 coils noted on the right initially, but then the device rotated out to 11 coils. Plantiff underwent treatment due to complications from the essure device. It was reported in the pfs that plaintiff is planning essure removal. The patient received treatment for pain, allergy and migration. (B)(6) 2014: hsg results: total bilateral occlusion. The provider told about the results right not totally occluded, left occluded. Date: (B)(6) 2014 (per pfs) she had been treated for pain, allergy, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: essure device was successfully occluded. Diagnostic results: on (B)(6) 2014, hysterosalpingogram revaled impression:1. Approximately one-third of the right essure device is positioned in the proximal right fallopian tube; the remaining length of the device is in the uterine cavity. Small amount of radiographic contrast. Can be seen in the right fallopian tube distal to the right essure device suggesting that the right tube not orally occluded. No spillage into the peritoneal cavity was noted. 2. The left fallopian tube appears to be occluded. No abnormal filling defects in the uterine cavity. On (B)(6) 2014, findings revealed that there were no sign of radiographic contrast. Within either fallopian hilled. There was no spillage of contrast into the pelvic peritoneal cavity2.the right sided essure occlusion device now appears to lie in the lateral aspect of the uterine cavity. On (B)(6) 2016, maxillofacial CT scan showed cellulitis without definite abscess around the right periorbital area. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event migration added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") in a 38-year-old female patient who had essure (batch no. B82481) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: hydromorphone, codeine and sulfonamide. Past adverse reactions to the above products included pruritus with hydromorphone; rash with sulfonamide; and swelling with codeine. On 26-mar-2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device expulsion ("migration of essure device location of device: mid endometrium"). On 22-mar-2015, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction allergic"). On an unknown date, the patient experienced abscess ("abscess"), dyspareunia ("dyspareunia"), menstrual disorder ("menstruation issues"), mood swings ("mood swings") and allergy to metals ("nickel allergy"). Essure treatment was not changed. At the time of the report, the pelvic pain, abscess, dyspareunia, menstrual disorder, mood swings, hypersensitivity, device expulsion and allergy to metals outcome was unknown. The reporter considered abscess, allergy to metals, device expulsion, dyspareunia, hypersensitivity, menstrual disorder, mood swings and pelvic pain to be related to essure. The reporter commented: there were 4 coils noted on the left and 7 coils noted on the right initially, but then the device rotated out to 11 coils. Plantiff underwent treatment due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 30-jun-2014: essure device was successfully occluded on 30-jul-2014, hysterosalpingogram revaled impression:1. Approximately one-third of the right essure device is positioned in the proximal right fallopian tube; the remaining length of the device is in the uterine cavity. Small amount of radiographic contrast. Can be seen in the right fallopian tube distal to the right essure device suggesting that the right tube not orally occluded. No spillage into the peritoneal cavity was noted. 2. The left fallopian tube appears to be occluded. No abnormal filling defects in the uterine cavity. On 09-sep-2014, findings revealed that there were no sign of radiographic contrast. Within either fallopian hilled. There was no spillage of contrast into the pelvic peritoneal cavity2.the right sided essure occlusion device now appears to lie in the lateral aspect of the uterine cavity. On (B)(6) 2016, maxillofacial CT scan showed cellulitis without definite abscess around the right periorbital area. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received. New events added- allergic or hypersensitivity reaction allergic, migration of essure device location of device: mid endometrium and nickel allergy. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abscess ("abscess"), dyspareunia ("dyspareunia"), menstrual disorder ("menstruation issues") and mood swings ("mood swings"). At the time of the report, the pelvic pain, abscess, dyspareunia, menstrual disorder and mood swings outcome was unknown. The reporter considered abscess, dyspareunia, menstrual disorder, mood swings and pelvic pain to be related to essure. The reporter reported: plaintiff underwent treatment due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.